Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 210 units of insulin. There was no impact to the customer's blood glucose level. Customer reloaded the same cartridge and received an accurate fill estimate. Customer was satisfied.